Manufacturer narrative:
H3, h6: the kit svc bi71000192 drive rotor tractor ((B)(4)) was returned for analysis. Analysis found that no internal opens or shorts in motor assembly. The tractor drive assembly was tested with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. The drive assembly functioned as normal. Visual inspection showed that the teeth on the drive belt were damaged/ missing. The drive belt was physically damaged. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. H10: it was determined there was an accidental radiation occurrence. Probable causes related to non-systemic hardware issues (handswitch, footswitch, cables, etc) or system interfacing (cable/connectors). The investigation concluded that the issue was due to hardware (B)(4) (drive rotor tractor kit svc o2) replaced to resolve issue. Number of people exposed: (B)(4) patients total number of people in or unknown estimated absorbed or effective dose information is not available. Estimated absorbed dose to patient based on unutilized radiation is = (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 correction: the lot/serial of the kit svc bi71000192 drive rotor tractor is rev. 1 : s/n (B)(6) . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a revision l1 pos l5 (open) procedure. It was reported that when trying to spin in 3d mode the site heard some sound "pung" inside the gantry and could not open the door. Manual attempts were made, but it was still stuck. The door cover was removed to find something inside, but nothing was in there. It was noted that a manufacturing representative (rep) found something wrong with the belt of the drive rotor. The belt was damaged. There was no patient impact because this issue appeared when the surgeon tried to spin check anatomy of the patient again after surgery. The surgeon could use c-arm instead. It was noted that this was a new-install machine and this was the first case that customer tried to use the machine. There was no surgical delay.

Manufacturer narrative:
A1-a5: patient information was unavailable from the site. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, lot/serial: (B)(6). H3, h6: a medtronic representative went to the site to test the equipment. Hardware parts were replaced. A system checkout was performed and the system is working as intended. No parts have been returned to the manufacturer for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was only one spin that was unused. It appeared when the surgeon tried to spin check anatomy of the patient again after surgery, so they could use c-arm instead. The cause of the issue was noted to be due to something being wrong with the belt drive of the driver tractor.